Manufacturer narrative:
Tracking #.49559. Ees #.981057/j. Endopath dilating tip trocar: based upon inquiry info and visual examination, it was concluded that the reported event occurred due to the reset button spring not in its original position. The instrument was disassembled and found the reset button spring out of its original position. No conclusion could be reached as to how the reset button spring had become out of its position.

Event description:
It was reported during an unknown laparoscopy the scrub nurse tried to arm the trocar and it did not feel right. It did not seem to arm correctly. There was no consequence to the pt.